Event description:
It was reported by an epileptologist that a vns patient had high impedance. The patient was not programmed off when the high impedance was obtained. There is no indication that there has been any increase in seizures as a result of the high lead impedance. Good faith attempts with the treating physician have been unsuccessful to date. A revision surgery to address the high lead impedance is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.